Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole 6mm from the proximal markerband. There are numerous hypotube kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-may-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous coronary artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion due to angulation. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon pinhole.